Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the consultant was sprayed with fluid. It is unknown if the personnel was wearing a personal protective equipment and if any treatment was given. The procedure was completed with another seal biopsy valve. There were no patient complications reported as a result of this event.